Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained that he could not read the display of the coaguchek vantus meter which could impact the interpretation of the results. The customer stated that when turned on the meter the display turned greyish white with vertical blue and red lines through the screen. He could not perform a display check. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was returned for investigation. When the meter was switched on, the display was white and small vertical lines on the display could be seen. No measurements could be performed. The root cause was determined to be a defective display. There is no indication of a systemic issue.